Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that the needle pierced through bd insyte¿ autoguard¿ shielded IV catheter while the catheter was being introduced. This occurred 3 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "for 03 episodes, peripheral venous puncture was performed with the intravenous catheter, in which, when inserted, the needle transfixes the silicone and the catheter must be removed immediately."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through bd insyte¿ autoguard¿ shielded IV catheter while the catheter was being introduced. This occurred 3 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "for 03 episodes, peripheral venous puncture was performed with the intravenous catheter, in which, when inserted, the needle transfixes the silicone and the catheter must be removed immediately."